Event description:
Customer reported that she is hospitalized due to having an infection and low blood glucose. Blood glucose value was 20 mg/dl; treated with intravenous drip. Customer stated that she has been experiencing low blood glucose 7 or 8 years. Customer stated that stress caused the low blood glucose. Customer was unconscious and was admitter at the hospital. During troubleshoot; it was stated the drive support cap is recessed. The programming is accurate. Customer stated, the endocrinologist took away pattern a and b for her basal rates because she didn't need them. Customer was advised to contact her doctor get settings back programmed into the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.